Event description:
Pt presented for f/u one month subsequent to the insertion of an orbital implant. The orbital implant was inserted after enucleation of the eye for choroidal melanoma. The pt was found to have conjunctival dehiscence over the implant. The pt was initially returned to the operating room for conjunctival repair instead of implant exchange. The wound was explored. The mesh connecting the two hemispheres of the device was found to be very friable and the muscles were no longer attached to the implant despite attempts made during the primary procedure to ensure suturing to the mesh. The capsule around the implant was submitted for pathology and revealed foreign body giant cell reaction.

Manufacturer narrative:
It is unclear why this unit was rejected by the pt. Typically, alphasphere units biointegrate with the pt's muscles without issue. This is the first complaint of this type and since there is only one data point and no unit to examine, no conclusions can reliable be drawn.